Event description:
It was reported that during a vt storm, the device did not convert the patient. The device was re-programmed and a dft test was successfully completed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received .